Manufacturer narrative:
In addition to the finding in b5, the evaluation found that the customer's allegation was confirmed. Also, the evaluation found the following: due to a pinhole on bending section cover, water tightness was lost. Due to a crack on the eyepiece, water tightness was lost. The adhesive on the bending section cover had a chip. Due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. The eyepiece was deformed. The connecting tube had a dent. The connecting tube had a scratch. The indication on the light guide connector was unclear. The control unit had discoloration. Grip had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the tracheal intubation fiberscope water leak occurred. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: peeling of the insertion part coating. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed insertion tube coating peeling issue could not be determined, however, the issue was likely the result of repetitive use stress, external factors and or user handling/mishandling. The event may be detected/prevented by following the instructions for use section below: chapter 3 preparation and inspection 3.2 endoscope preparation and inspection" as follows. Inspecting the endoscope body 1. Visually check that there are no scratches, chips, deformations, or other abnormalities on the exterior of the control panel. 2. Visually check that there are no bends, kinks, bulges, or other abnormalities in the soft part near the boundary between the bending part and the insertion part. 3. Check that there are no abnormalities on the appearance of the insertion tube, such as cracks, dents, bulges, edges, protruding metal wires from inside, protrusions, floating resin, or peeling. 4. Gently grip the insertion tube with your hand and slide it along its entire length, making sure there are no snags around the entire circumference. Also, check that the soft part is not abnormally hard. Olympus will continue to monitor field performance for this device.